Event description:
Subsequent to the initial medwatch report, it was reported that the device was introduced into the anatomy and then noted that the stent was not on the balloon. It was confirmed that the stent was not in the patient anatomy. No additional information was provided.

Event description:
It was reported that during device unpackaging and prior to use the 2.5 x 18 mm xience v stent implant was not located on the stent delivery system (sds). There was no reported patient involvement. The device was not used. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. It was reported the stent delivery system was advanced into the patient anatomy before it was noted the stent was not on the balloon. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: prior to using the xience v everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the reviewed information, no product deficiency was identified.